Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a qdot micro and observed occlusion during use on patient. When starting the first ablation, the catheter temperature rose very quickly, and qmode reduced output to 5-6 watts before turning off ablation due to high temperature. The catheter was pulled out of patient and flushed. The catheter was occluded. Catheter was changed. No patient consequence. Additional information was received. The suspected device for the reported flow/irrigation issue was the catheter. The correct catheter settings were selected on the generator. There were no issues with flow rate change at the start of the ablation. The temperature cut off value was not exceeded. Generator thresholds were qmode, 47 degrees. The high temperature issue was assessed as non MDR. Since the user-defined cut-off was not exceeded the potential that it could cause or contribute to a death, serious injury, or other significant adverse event, was remote. The occlusion during use on patient issue was assessed as MDR reportable.

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a qdot micro. When starting the first ablation, the catheter temperature rose very quickly, and qmode reduced output to 5-6 watts before turning off ablation due to high temperature. The catheter was pulled out of patient and flushed. The catheter was occluded. Catheter was changed. No patient consequence. The bwi product analysis lab received the device for evaluation on 27-nov-2024. The device evaluation details. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection, irrigation and temperature and impedance test of the returned device were performed. Visual inspection revealed no damage or anomalies on the device. The device was connected to the generator and an ablation cycle was performed and the device was found working correctly. No temperature or impedance issues were observed. An irrigation test was performed, and the device was found occluded. Further investigation revealed reddish material presumably blood occluding the irrigation holes. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. Since the irrigation holes were found occluded, this failure could be related to the temperature and irrigation issue reported by the customer; therefore, the customer complaint was confirmed. The potential cause of the reddish material occlusion could be related to the usage of the device during the procedure; however, this can not be conclusively determined. The instructions for use (IFU) contain the following information: when rf energy is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip should be inspected for char/coagulum that may be present on the tip. If present, do not continue the procedure with the same catheter and replace the catheter. If no char/coagulum is present, flush the tip to ensure the irrigation holes are not plugged prior to reinsertion of the catheter inside the patient body. Purge the catheter and irrigation tubing with heparinized normal saline prior to insertion of the catheter inside the patient body. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).